Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Clinical and medical affairs (cma) was consulted regarding this complaint. Cma stated that the etiology of fever is multifactorial. Due to the limited information provided regarding the reported infection and fever in the patient, no causal determination can be made at this time. The root cause for the reported event is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required. The associated emdr numbers are 3006425876-2024-01269, 3006425876-2024-01266, 3006425876-2024-01270.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one, but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required. The associated emdr numbers are 3006425876-2024-01269, 3006425876-2024-01266.